Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine puncture"), pelvic pain ("physical pain / pain"), genital haemorrhage ("abnormal bleeding general"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), pregnancy with contraceptive device ("I was pregnant while having essure") and abortion spontaneous ("I was pregnant while having essure and had a miscarriage/I experienced a large clot falling into the toilet") in a 43-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included weight loss (gastric bypass) in (B)(6) 2011, multigravida, parity 3 (total number of live births: 3 ((B)(6) 1995, (B)(6) 2005, (B)(6) 2013)), recurrent abortion (1998- 2002), rash, pregnancy (past pregnancies: date: 1990, gestational weeks: 12, length of labor: v. Date: 1995, gestational weeks: 40. Date: 1998, gestational weeks: 12,miscarriage. Date: 2002, gestational weeks: 20, miscarriage. Date: 2005, gestational weeks: 28,vag), fibroids, allergy to grains, polycystic ovary (right ovarian cystic mass. The cyst measured 2.10x1.00x2.30cm. Left ovarian cystic mass. The cyst measured 1.80x2.00x1.70cm.), low back pain, sweating, anemia and bypass surgery. Note: pregnancy history: the patient has had three spontaneous pregnancy losses and two voluntary interruptions of pregnancy. Her second son was a preterm delivery at 25 weeks. Current medication includes prenatal vitamins. Previously administered products included for an unreported indication: tylenol and progesterone. Concurrent conditions included morbid obesity, gastrointestinal ischemia, amenorrhea, epigastric pain, fever, chills, pancreatitis, urinary frequency, pain right upper quadrant, general body pain, appetite stimulated, eye irritation, tinea corporis, shivering, hypokalemia, jaundice, cholecystitis, hepatomegaly, hypopotassemia, bariatric surgery, phosphorus metabolism disorder, hepatic disease, hernia, liver enlargement, hyperphosphatemia, dysfunctional uterine bleeding, irregular menstruation, metrorrhagia and gerd. Concomitant products included ascorbic acid;biotin;calcium pantothenate;cyanocobalamin;folic acid;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;tocopheryl acetate (additiva multivitamin orange), enoxaparin, levofloxacin, levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), morphine, omeprazole (protonix), ondansetron, ondansetron (zofran), pantoprazole sodium sesquihydrate (pantoprazole sodium) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dizziness ("dizziness"), migraine ("migraines") and headache ("headaches / head pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), nausea ("nausea") and abdominal pain ("pain severe and persistent pain- abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2016, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication from essure removal procedure"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, megestrol and surgery (ablation, ablation,d&c (dilation and curettage) and partial hysterectomy with salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, weight increased, dysmenorrhoea, fatigue, hormone level abnormal, dizziness, migraine, nausea, vaginal discharge, alopecia, complication of device removal and abdominal pain outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, headache and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, complication of device removal, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: blood loss, she still have bleeding but not the big clots after removal of essure. Discrepancies noted in essure insertion date - (B)(6) 2013, (B)(6) 2013, (B)(6) 2013. Discrepancy in pregnancy details noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6) 2013: impression: hepatomegaly with mild stenosis. No cholelithiasis or choledocholithiasis. No evidence for pancreatitis. Pregnancy test - on an unknown date: result: negative. Ultrasound abdomen - on (B)(6) 2012: impression: intrauterine pregnancy at 25-4/7 weeks, appropriate for gestational age fetal growth, normal umbilical doppler flow study. Maintenance of stable cervical length; on (B)(6) 2013: impression: hepatomegaly and suspected hepatic steatosis. Possible gallbladder polyp; on (B)(6) 2015: 1. Intramural uterine fibroid measuring 2.0 x 2.1 x 2.2cm. 2. Small amount of fluid seen in the fundal portion of the endometrial canal.. Ultrasound scan vagina - on (B)(6) 2016: impression: essure contraceptive device identified in expected location. Ultrasound uterus - on (B)(6) 2013: impression: singleton iup, cephalic presentation, regular fetal heart/rate of 127 bpm, posterior, fundal placenta no placenta previa. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 22-apr-2019: pfs+mr received- reporters were added. Lot no. Was added. Event- abdominal pain & uterine perforation was added. Event outcomes abnormal bleeding,dyspareunia, headaches, uti, pelvic pain were updated, treatment & concomitant drugs were added. Concomitant condition & medical histories were added. Lab test were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine puncture"), pelvic pain ("physical pain / pain"), genital haemorrhage ("abnormal bleeding general"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), pregnancy with contraceptive device ("I was pregnant while having essure") and abortion spontaneous ("I was pregnant while having essure and had a miscarriage/I experienced a large clot falling into the toilet") in a 43-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included weight loss (gastric bypass) in (B)(6) 2011, multigravida, parity 3 (total number of live births: 3 ((B)(6) , (B)(6) ,(B)(6) )), recurrent abortion (1998- 2002), rash, pregnancy (past pregnancies: date: 1990, gestational weeks: 12, length of labor: v. Date: 1995, gestational weeks: 40 date: 1998, gestational weeks: 12,miscarriage date: 2002, gestational weeks: 20, miscarriage date: 2005, gestational weeks: 28,vag), fibroids, bariatric surgery, polycystic ovary (right ovarian cystic mass. The cyst measured 2.10x1.00x2.30cm. Left ovarian cystic mass. The cyst measured 1.80x2.00x1.70cm.), low back pain, sweating, anemia and bypass surgery. Note: pregnancy history: the patient has jad three spontaneous pregnancy losses and two voluntary interruptions of pregnancy. Her second son was a preterm delivery at 25 weeks. Current medication includes prenatal vitamins. Previously administered products included for an unreported indication: tylenol and progesterone. Concurrent conditions included morbid obesity, gastrointestinal ischemia, amenorrhea, epigastric pain, fever, chills, pancreatitis, urinary frequency, pain right upper quadrant, general body pain, appetite stimulated, eye irritation, tinea corporis, shivering, hypokalemia, jaundice, cholecystitis, hepatomegaly, hypopotassemia, bariatric surgery, phosphorus metabolism disorder, hepatic disease, hernia, liver enlargement, hyperphosphatemia, dysfunctional uterine bleeding, irregular menstruation, metrorrhagia and gerd. Concomitant products included ascorbic acid;biotin;calcium pantothenate;cyanocobalamin;folic acid;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;tocopheryl acetate (additiva multivitamin orange), enoxaparin, levofloxacin, levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), morphine, omeprazole (protonix), ondansetron, ondansetron (zofran), pantoprazole sodium sesquihydrate (pantoprazole sodium) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dizziness ("dizziness"), migraine ("migraines") and headache ("headaches / head pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), nausea ("nausea") and abdominal pain ("pain severe and persistent pain- abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2016, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication from essure removal procedure"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, megestrol and surgery (ablation, ablation,d&c (dilation and curettage) and partial hysterectomy with salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, weight increased, dysmenorrhoea, fatigue, hormone level abnormal, dizziness, migraine, nausea, vaginal discharge, alopecia, complication of device removal and abdominal pain outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, headache and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, complication of device removal, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: blood loss, she still have bleeding but not the big clots after removal of essure. Discrepancies noted in essure insertion date - (B)(6) , (B)(6) , (B)(6) . Discrepancy in pregnancy details noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6) 2013: impression: hepatomegaly with mild stenosis. No cholelithiasis or choleocholithiasis.no evidence for pancreatitis. Pregnancy test - on an unknown date: result: negative. Ultrasound abdomen - on (B)(6) 2012: impression: intrauterine pregnancy at 25-4/7 weeks appropriate for gestational age fetal growth normal umbilical doppler flow study maintenance of stable cervical length; on (B)(6) 2013: impression: hepatomegaly and suspected hepatic steatosis. Possible gallbladder polyp; on 26-dec-2015: 1. Intramural uterine fibroid measuring 2.0 x 2.1 x 2.2cm. 2. Small amount of fluid seen in the fundal portion of the endometrial canal.. Ultrasound scan vagina - on (B)(6) 2016: impression: essure contraceptive device identified in expected location.. Ultrasound uterus - on (B)(6) 2013: impression: singleton iup cephalic presentation regular fetal heart/rate of 127 bpm posterior, fundal placenta no placenta previa. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine puncture"), pelvic pain ("physical pain / pain"), genital haemorrhage ("abnormal bleeding general"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), abortion spontaneous ("I was pregnant while having essure and had a miscarriage/I experienced a large clot falling into the toilet") and pregnancy with contraceptive device ("I was pregnant while having essure") in a 43-year-old female patient who had essure (batch no. A78080) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's medical history included weight loss (gastric bypass) in (B)(6) 2011, multigravida, parity 3 (total number of live births: 3 (B)(6) 1995, (B)(6) 2005,(B)(6) 2013)), recurrent abortion (1998- 2002), rash, pregnancy (past pregnancies: date: 1990, gestational weeks: 12, length of labor: v. Date: 1995, gestational weeks: 40. Date: 1998, gestational weeks: 12,miscarriage. Date: 2002, gestational weeks: 20, miscarriage. Date: 2005, gestational weeks: 28,vag), fibroids, bariatric surgery, polycystic ovary (right ovarian cystic mass. The cyst measured 2.10x1.00x2.30cm. Left ovarian cystic mass. The cyst measured 1.80x2.00x1.70cm.), low back pain, sweating, anemia and bypass surgery. Note: pregnancy history: the patient has jad three spontaneous pregnancy losses and two voluntary interruptions of pregnancy. Her second son was a preterm delivery at 25 weeks. Current medication includes prenatal vitamins. Previously administered products included for an unreported indication: tylenol and progesterone. Concurrent conditions included morbid obesity, gastrointestinal ischemia, amenorrhea, epigastric pain, fever, chills, pancreatitis, urinary frequency, pain right upper quadrant, general body pain, appetite stimulated, eye irritation, tinea corporis, shivering, hypokalemia, jaundice, cholecystitis, hepatomegaly, hypopotassemia, bariatric surgery, phosphorus metabolism disorder, hepatic disease, hernia, liver enlargement, hyperphosphatemia, dysfunctional uterine bleeding, irregular menstruation, metrorrhagia and gerd. Concomitant products included ascorbic acid;biotin;calcium pantothenate;cyanocobalamin;folic acid;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine hydrochloride;tocopheryl acetate (additiva multivitamin orange), enoxaparin, levofloxacin, levofloxacin (levaquin), medroxyprogesterone acetate (depo-provera), morphine, omeprazole (protonix), ondansetron, ondansetron (zofran), pantoprazole sodium sesquihydrate (pantoprazole sodium) and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced dizziness ("dizziness"), migraine ("migraines") and headache ("headaches / head pain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), nausea ("nausea") and abdominal pain ("pain severe and persistent pain- abdominal pain"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). In 2015, the patient experienced fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2016, the patient was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and complication of device removal ("complication from essure removal procedure"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin), ibuprofen, megestrol and surgery (ablation, ablation,d&c (dilation and curettage) and partial hysterectomy with salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, abortion spontaneous, pregnancy with contraceptive device, weight increased, dysmenorrhoea, fatigue, hormone level abnormal, dizziness, migraine, nausea, vaginal discharge, alopecia, complication of device removal and abdominal pain outcome was unknown, the pelvic pain was resolving and the genital haemorrhage, menorrhagia, vaginal haemorrhage, urinary tract infection, headache and dyspareunia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, complication of device removal, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: blood loss, she still have bleeding but not the big clots after removal of essure. Discrepancies noted in essure insertion date - (B)(6) 2013, (B)(6) 2013, (B)(6) 2013. Discrepancy in pregnancy details noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6) 2013: impression: hepatomegaly with mild stenosis. No cholelithiasis or choleocholithiasis.no evidence for pancreatitis. Pregnancy test - on an unknown date: result: negative. Ultrasound abdomen - on (B)(6) 2012: impression: intrauterine pregnancy at 25-4/7 weeks appropriate for gestational age fetal growth normal umbilical doppler flow study maintenance of stable cervical length; on (B)(6) 2013: impression: hepatomegaly and suspected hepatic steatosis. Possible gallbladder polyp; on (B)(6) 2015: 1. Intramural uterine fibroid measuring 2.0 x 2.1 x 2.2cm. 2. Small amount of fluid seen in the fundal portion of the endometrial canal.. Ultrasound scan vagina - on (B)(6) 2016: impression: essure contraceptive device identified in expected location.. Ultrasound uterus - on (B)(6) 2013: impression: singleton iup cephalic presentation regular fetal heart/rate of 127 bpm posterior, fundal placenta no placenta previa. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended on 09-may-2019 for the following reason: event spontaneous abortion was amended to other event from incident. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain"), genital haemorrhage ("abnormal bleeding general"), menorrhagia ("abnormal bleeding menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), pregnancy with contraceptive device ("I was pregnant while having essure") and abortion spontaneous ("I was pregnant while having essure and had a miscarriage/I experienced a large clot falling into the toilet") in a 43-year-old female patient (gravida 3, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted" and device ineffective "device ineffective". The patient's past medical history included weight loss (gastric bypass) in 2011. Concurrent conditions included morbid obesity. Concomitant products included anovlar (loestrin) and megestrol. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches / head pain") and nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced hormone level abnormal ("hormonal changes") and dizziness ("dizziness"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), alopecia ("hair loss") and complication of device removal ("complication from essure removal procedure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (partial hysterectomy with salpingectomy.), surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, weight increased, dysmenorrhoea, fatigue, hormone level abnormal, dizziness, urinary tract infection, migraine, headache, nausea, vaginal discharge, dyspareunia, alopecia and complication of device removal outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, complication of device removal, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: blood loss, she still have bleeding but not the big clots after removal of essure. Discrepancies noted in essure insertion date - (B)(6) 2013. Discrepancy in pregnancy details noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received - reporter information updated. Product information updated. New events pregnancy with contraceptive device, miscarriage of pregnancy, complication of device removal and device ineffective were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain / pain"), genital haemorrhage ("abnormal bleeding general"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted". The patient's past medical history included weight loss (gastric bypass) in 2011. Concurrent conditions included morbid obesity. Concomitant products included anovlar (loestrin). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches / head pain") and nausea ("nausea"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced fatigue ("fatigue"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). In 2016, the patient experienced hormone level abnormal ("hormonal changes") and dizziness ("dizziness"). On an unknown date, the patient experienced alopecia ("hair loss"). The patient was treated with surgery (partial hysterectomy with salpingectomy.), surgery (ablation) . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, dysmenorrhoea, fatigue, hormone level abnormal, dizziness, urinary tract infection, migraine, headache, nausea, vaginal discharge, dyspareunia and alopecia outcome was unknown and the genital haemorrhage, menorrhagia and vaginal haemorrhage was resolving. The reporter considered alopecia, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: blood loss, she still have bleeding but not the big clots after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.2 kg/sqm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (general), abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes, severe head pain and dizziness, infection (bladder/urinary tract/vaginal): urinary tract infection, migraines, headaches, nausea, pain, vaginal discharge, weight gain. Medical history, concomitant disease added. On 27-feb-2018: medical records was received. Reporter added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.